Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned in segments, analyzed and analysis was performed and no anomalies were found. (B)(4).

Event description:
It was reported that a right ventricular (rv) lead was not supporting and had placement difficulty. The rv lead was attempted but not used and was subsequently explanted. No patient complications have been reported as a result of this event.